Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead called in to the emergency room due to feeling poorly and reported a heart rate of 27 beats per minute. A subsequent pacemaker evaluation revealed rv loss of capture (loc) with 6.5 seconds of asystole noted. No patient injuries were reported. The rv capture threshold had increased, but the lead impedances have remained normal and stable. A chest x-ray was done which was unremarkable. A lead revision procedure was performed, this lead was surgically abandoned, and a new rv lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.